Event description:
It was reported that the pt underwent a surgical procedure in 2007, for the treatment of cystocele, rectocele, enterocele, and uterine prolapse. A pelvic floor repair system was surgically placed into the pt. Following the surgery, the pt experienced mesh erosion, formation of scar tissue, inflammation, dyspareunia, and neurologic compromise to her tissues and structures. No additional info was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 08/05/2009. Dyspareunia - neurologic compromise - conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.